Event description:
Clindamycin 2700mg diluted in 270ml normal saline. Attached to infusion pump to deliver 900mg/90ml over 30 minutes once every 8 hrs. Bag to be changed daily.the therapy had been in place 7 days without major incident. At about 7 hrs into a 24 hr bag, it was reported that the bag was empty. The pump screen read that 90 ml had been infused. But visual inspection indicated that more than 250ml had been infused. The infusion was discontinued, physician & poison control center were notified. MFR was contacted (medication). The pump was returned to the MFR for inspection.